Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that when he was refilling the pump, he aspirated and filled it 3x and every time it locked at 39 mls. The hcp stated that he was not too concerned about it but had just never seen this before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the current status of the pump was normal operation. The hcp stated that they would recheck residual volume at the next refill. The cause of the pump only filling to 39 ml and actions/interventions taken were not provided.